Manufacturer narrative:
Concomitant medical products: 694765 lead; 5076-52 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent oversensing. It was also reported that the ra lead exhibited high and undefined impedance, triggering a warning. The ra lead was programmed "off" and remains in the patient. No patient complications have been reported as a result of this event.